Event description:
It was reported an issue with optilene suture. The client reported that the needle detached from the thread when starting suturing. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue closed as not confirmed. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received an open sample with the needle detached from the thread and the thread is not wound on the pack. Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account the picture received in the previous case and that this is not the first complaint for this code-batch regarding this issue, we consider this complaint as confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 2.97 kgf in average and 2.01 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). Final conclusion: taking into account this is not the first complaint for this code-batch regarding this issue, we conclude that the complaint is confirmed by evidence of the picture received in the previous case and the open sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.